Event description:
On (B)(6) 2026, a patient (pt) in japan reported a ¿stinging sensation in my right eye (od) and a tingling pain on the upper and lower eyelid¿ (date not provided) after wearing a 1-day acuvue® define¿ with lacreon® brand contact lens (cl). The pt used an eye drop (hyalein ophthalmic solution) and removed the suspect cl to see if there was any foreign matter, but nothing was found. The pt ¿endured about half a day to see how it went¿ and then suspected the cl may be ¿defective.¿ the pt inserted a new cl and the ocular discomfort disappeared. The pt reported as time went on, after wearing the cl, ¿it became cloudy, and eye discharge appeared noted.¿ the pt removed the cl, put in the ¿eye drop¿ and went to bed. The next morning, the eye discharge was ¿still severe.¿ the pt reported ¿I think it was caused by my first contact lens.¿ the pt is an experienced cl wearer of the brand. The pt will go to an eye clinic tomorrow as the clinic is closed today. On (B)(6) 2026, the pt provided additional information. The pt visited an eye care provider (ecp) today. The pt currently still has od symptoms. The pt reported the diagnosis is ¿inflammation on the back of the eyelid.¿ the pt was instructed to discontinue cl wear for ¿about 1 week¿ and will return for a follow-up visit on (B)(6) 2026. The pt was prescribed gatifloxacin ophthalmic solution, fluorometholone ophthalmic suspension four times daily (qid). On (B)(6) 2026, a call was placed to the pt¿s treating ecp. A representative advised that the pt was seen on (B)(6) 2026 and diagnosed with conjunctivitis. Infectious: unknown. The pt was prescribed gatafloxacin ophthalmic solution qid and fluorometholone ophthalmic suspension qid. The pt was advised to discontinue cl wear for 1 week and return on (B)(6) 2026. On (B)(6) 2026, the pt¿s treating ecp provided additional medical information. The pt was diagnosed with conjunctivitis; infectious: yes, no culture was performed. The ecp reported it is standard practice to prescribe an antibiotic ophthalmic solution (gatifloxacin ophthalmic solution) for conjunctivitis. The additional medical interview was refused. No additional medical information was provided. No additional information is expected. This was determined to be serious adverse event on (B)(6) 2026 when the ecp provided a diagnosis of "infectious conjunctivitis." A comprehensive review of the manufacturing records for lot number 3947860104 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od cl was requested for return for evaluation, but it has not been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 14mar2026, an evaluation of the returned suspect product was completed. One opened blister was received which contained one lens. A magnified visual inspection revealed the lens was torn. No further investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.